Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device did not deliver a shock during the operational check. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the malfunction of test load. The reported problem was confirmed. The fse replaced the test load, removed the paddles and reconnected them, and the device was returned to full functionality. The device remains at the customer's site. The device was operational after the defective test load was replaced and the paddles were reconnected. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.